Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection ,¿(B)(6). The¿implantable pulse generator (ipg) system was explanted and replaced with a leadless ipg.¿no further patient complications have been reported as a result of this event.